Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken in the part where you connect to the usb port and the customer could no longer charge the pump with the usb cable. There was no reported impact to customer's blood glucose.